Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and far p oversensing. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported events of failure to capture and far p oversensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented with dizziness during a follow-up in clinic. It was noted that the right ventricular lead dislodged as confirmed via x-ray, resulting to inappropriate capture and far p oversensing. Programming changes were made but eventually the lead was explanted and replaced. The patient was stable.